Event description:
The vrd partial deployment/incomplete opening of end of enterprise stent (vrd). This pt was undergoing stent placement and coil embolization within the pseudoaneurysm. The prowler select lp es microcatheter was jailed into the pseudoaneurysm. The enterprise stent (vrd) was placed in anterior cerebral a1/a2 segment. The vrd markers did not separate from a constrained configuration once the device was fully deployed. The angiogram was performed three days post implant showed further opening/separation of markers, but not complete. There was no pt injury.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.